Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not boot up properly. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting properly. During troubleshooting, the fse found that the felxvision pc did not turn on automatically. It was turned on manually. The fse suggested biomed to replace the flexvision pc since the system does not have contract with philips. After turning on manually, the system was returned to use in good working order. The codes were updated based on the investigation outcome.